Manufacturer narrative:
Infection is a known adverse event on the intera 3000 hepatic artery infusion pump as listed on the labeling. The sterilization records for pump s/n (B)(6) were reviewed. The sterilization cycle, bioburden, and endotoxin results met all specifications, showing that it is unlikely that the device caused the infection. If further information is receveied at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider that a patient who was implanted with an intera 3000 hepatic artery infusion pump had an infection. Pump s/n (B)(6)was implanted on (B)(6) 2024. On (B)(6) 2024 it was determined that the patient had an infection. On (B)(6) 2024, the healthcare provider explanted pump s/n (B)(6) and implanted pump s/n (B)(6).